Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flex vision pc was not booting up intermittently and causing the reported issue. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the flex vision pc and hard drives by the fse resolved the reported issue and restored the functionality of the system. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.